Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient had urinary tract infections and was unable to feel the stimulation. It was explained to the patient that the stimulation was positional and that they may not always feel it. The patient was assisted with increasing the stimulation from 1.7 to 1.8 and felt it in the bicycle seat area. The patient also mentioned ¿something about bleeding¿ but noted they would contact their doctor. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.